Event description:
A customer contacted haemonetics on (B)(6) 2010 to report an orthopat machine blood spill and machine was smoking. No pt injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report an orthopat machine blood spill and machine was smoking. No pt injury was reported. No operator injury was reported. On (B)(4) 2011 device was evaluated and internal fluid spill confirmed. Blood also found on centrifuge mount and internal surfaces of top deck and chassis. Electronic components required replacement. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).